Event description:
The reporter stated that the pump would alarm and reset when it was bumped or "shocked."

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the alleged power loss event was available due to continued patient use. No damage was observed to the battery compartment or cap. The battery cap was tested and no connection defects were found. The pump booted normally and was exercised for 24 hours without power issues occurring. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the keypad was found to be peeling; all keypad buttons were confirmed to be responsive to button presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.